Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump is not vibrating with alerts and alarms. Blood glucose level had no adverse impact. Customer will continue to use current pump for insulin therapy.